Manufacturer narrative:
An evaluation of the returned implants revealed no manufacturing, processing or design related irregularities. The implants were found to be properly manufactured and released according to design specifications. The evaluation concluded no product problem exists. Additional inspection under magnification of both the plate and screw showed evidence of over angulation of the screw during initial insertion. Both the plate and screw contain signs of deformation and discoloring where the screw head rubbed and forced its way completely thru the plate. Both the surgical technique (lit-84315) and instructions for use (ins-048) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates are manufactured from surgical grade titanium alloy (astm f136) and nitinol (astm f2063) and the bone screws are manufactured from surgical grade titanium alloy (astm f136). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.

Event description:
Revision surgery was conducted on (B)(6) 2015 to remove a trestle luxe plating construct in which the plate had began to back away from the patient's spine. During the original surgery in (B)(6) 2015, the screw inserted into the right side of the c6 vertebral body passed completely through the plate. It remained seated below the plate until the revision case was performed.